Event description:
It was reported that this right ventricular (rv) lead recorded a signal artifact monitor (sam) event and disabled minute ventilation (mv) sensing function. Technical services (ts) reviewed the device data and noted a number of oversensed noise events on a single day. The oversensing resulted in pacing inhibition and possible periods of asystole greater than two seconds were noted. It was reported the patient underwent surgery on the same day of the noise events. Device reprogramming options were discussed. This device remains in service. No additional adverse patient effects were reported.